Manufacturer narrative:
Previously reported on (B)(4) with MDR# 303067-2019-01157. Device returned for investigation and investigation results are on MDR# 3030677-2019-01926.

Event description:
It has been reported that the device is failing self-test.